Event description:
The unit was used for port implanation. Reportedly, the catheter was kinked and the port could not be flushed. The surgeon removed the port and replaced it with another port. The pt's status is satisfactory